Event description:
The customer reported that the unit would not power on. The manufacturer's service technician reported the ventilator would not operate on ac power. There was no patient involvement and no patient harm reported. The service technician replaced the power supply to address the finding. Extended self testing and performance verification testing was completed and passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.